Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va19l6f, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that she had a massage for unrelated issues and after she got home she noticed a spot on her left buttock hurting really bad. The patient reported that it was hurting where the wire was inserted in her. The patient reported that she could feel the wire. The patient reported that the wire was poking out of her skin through a hole in the skin. The patient reported that she put a bandage over it and it ¿scabbed over.¿ the patient reported that her groin was hurting and aching when stimulation was on. The patient reported that she could hardly sleep on the night prior to the report due to the aching pain. The patient reported that she turned off stimulation and this helped the hurting/aching.